Manufacturer narrative:
No information was captured as the contact details of initial reporter were not available. No information was captured as the customer's age and weight was not provided. The product details were not provided, therefore, lot #, model # and expiration date were not captured and device manufacture date could not be determined.

Event description:
A nurse called from (B)(6) on behalf of the customer to report that the customer obtained blood glucose readings of 2.8 mmol/l and 5.6 mmol/l on two separate contour next meters. Additionally, the customer also obtained blood glucose readings of 3.1 mmol/l and 5.7 mmol/l on two separate contour next meters. No further event details were provided. There was no allegation of an adverse event. The nurse was advised to inform the customer to return the product for evaluation. Replacement product was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. As the lot # of the test strips or the serial #s of the contour next meters were not provided, in-house testing was not performed and device history record could not be reviewed.